Manufacturer narrative:
The device was discarded and is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information is received, supplemental reports will be submitted.

Event description:
The event involved a spiros that the customer reported a leak of a cisplatin infusion. The customer reported the patient returned from the toilet and noticed a few drips on the base of the drip stand. The patient washed his hands in case there was any fluid on them. The infusion was stopped, the charge nurse investigated the incident, and no further leakage was found. The customer reported that the leak could have been any of the hydration fluids and could not find any evidence of leak. There was patient involvement and unprotected chemotherapy exposure, however, no report of blood loss, delay in critical therapy, no adverse event, no medical intervention required, and no operator consequences. There was no impact on the patient except time because treatment was extended by a half an hour as cleaning and change of line was required.